Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the blue footrest pedal to resolve the intermittent issue reported. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest pedal involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The footrest pedal was installed into a printed circuit assembly (pca) test system and it failed as the right blue pedal did not working properly when pressed.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the site had encountered repeated stapler issues. The customer had tried three different stapler instruments and none of them were recognized. It was unknown if the customer had reseated the sterile adaptor (sa), or what the other troubleshooting steps had taken place. The surgeon elected to convert the case to laparoscopic to complete. Intuitive surgical, inc. (Isi) obtained the following information: it was clarified that the customer did not have any issue with the engagement of the stapler instrument, but rather the foot pedal would not fire the stapler. The surgeon explained he had tried multiple times to fire two different stapler instrument and they would not fire. The surgeon ultimately converted to laparoscopic surgery. There was no reported injury or harm.